Manufacturer narrative:
The customer informed the field service engineer (fse) that the device alarm happened while the patient was undergoing oxygen therapy and non-invasive ventilator treatment. After the blower temperature alarm occurred, there was no output gas from the ventilator after 5 minutes. The customer immediately swapped the device out for another unit to continue use on the patient. In a good faith effort (gfe) response from the fse received, it was stated that the hospital had chosen to find a 3rd party to repair the device. Following the 3rd party repair, the device was returned to normal use. The fse did not have the patient information from the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed and showed the temperature of the blower was too high. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that the device alarm happened while the patient was undergoing oxygen therapy and non-invasive ventilator treatment. After the blower temperature alarm occurred, there was no output gas from the ventilator after 5 minutes. The customer immediately swapped the device out for another unit to continue use on the patient. This investigation is ongoing.